Event description:
Customer reported being hospitalized due to low bg. Customer complained of prime -rewind anomaly and stated that they accidently forgot to disconnect from or and pump injected the insulin into them. Troubleshooting performed.